Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient complained that one of his batteries did not work correctly. The patient stated that even if the battery was full charged, the power source changed earlier than expected. The battery was exchanged without consequence to the patient. The problem resolved with the new battery.

Manufacturer narrative:
The reported event of a premature switching event was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of (B)(4) log files revealed a premature switching event involving (B)(4). This premature switching event is most likely due to momentary disconnections between battery and controller. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. (B)(4) did not trigger any premature switching events. Analysis revealed that the device passed visual examination and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.